Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. (B)(4).

Event description:
A number of non-sustain oversensing (nso) episodes were captured in the device storage. During device interrogation, it was observed that the device was not properly recognizing ongoing ventricular fibrillation (vf). It was noted that the vf detection had been programmed off during a previous interrogation. Technical services gave programming recommendations to resolve the oversensing. The device was explanted and replaced due to vf detection concerns as well as the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.